Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The reported issue was reproduced during troubleshooting, and the air gas module was identified as defective and requiring replacement. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the air gas module was the cause of the failure. Event site postal code: (B)(6).